Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least five applications were performed with balloon catheter afapro28 with lot number 38648 without any issue on the date of the event. Clinical issues(hypotension and patient death) occurred following the procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of relation of the adverse event to the performance of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a successful cryoablation procedure, the patient was stable. It was further reported that a few hours after the procedure the patient's blood pressure dropped. Cardiopulmonary resuscitation was attempted but it was unsuccessful and the patient passed away.